Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The lead had high impedance and delivered inappropriate shocks for apparent noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.